Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a 3rd degree burn on the back size of a palm and was noticed after the surgery. It was being treated with burn ointment. Although they used different cautery devices, cautery plates and cautery pens, they continued to burn. Another device was used as the cautery plate during this event.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted burns on a patient. It was reported that a concomitant product caused a third-degree burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a 3rd degree burn on the back size of a palm and was noticed after the surgery. It was being treated with burn ointment. Medtronic's technical team found that the problem was with the hospital's electrical ground and the problem was solved. Although they used different cautery devices, cautery plates and cautery pens, they continued to burn. Non- medtronic device was used as the cautery plate during this event. Further information is unavailable.